Manufacturer narrative:
No product returned for evaluation method: product not returned for the evaluation. Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
During a shoulder arthroscopy with cuff repair, the surgeon attempted to pass a trupass needle through the cuff using the self capture trupass. It was reported that as he did the needle broke halfway down the shaft and became lodged in the cuff. The piece was removed successfully and a back up needle from the same lot number was opened. On the second attempt the surgeon encountered the same issue. The piece again was successfully removed. No back up needle was available after the second attempt. The surgeon felt that the issue may have been caused by not fully closing the jaw before squeezing the handle, which caused the needles to break. The surgeon used the device, since the initial report without issue. The surgeon was confident that no debris or part of the needles were left in the patient. The surgeon removed the needle tips with a grasper. The procedure was able to be completed using a free needle, and the patient was fine post-procedure.